Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation, that a excelon transbronchial aspiration needle was used during an bronchoscopy procedure on (B)(6), 2009. According to the complainant, during the procedure, the physician was unable to retract the needle following the third biopsy. The device was pulled into the scope, and as the device was pulled into the scope, the needle retracted. The physician was able to remove the device with no complications to the pt. The case was completed with this device. The pt's condition at the conclusion of the procedure was reported as fine.